Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens of -11.5 diopter in the patient's left eye (os) on (B)(6) 2017. The reporter stated that halos and increase in floaters were noticed. The patient also used "eye drops to constrict the pupil" for improving vision. (B)(4)

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -11.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The reporter stated that haloes and increase in floaters were noticed. Attempt to obtain addition information was unsuccessful.